Event description:
It was reported that the user experienced a low blood glucose of 61 mg/dl and treated with oral glucose tablets totaling 15 grams, after which the user performed a factory reset of the ilet and received troubleshooting and education with the intent to prevent future lows. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution with self-treatment. Investigation included a review of user-reported history and device use practices with education on proper operation. Investigation of this case revealed no confirmed device malfunction and suggested user-driven maladaptation of the system prior to the reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.